Event description:
A technician reported a corneal abrasion three months post lasik, in the right eye. Pt had a bandaged contact lens placed and was put on a steroid and antibiotic drop. The bandaged contact lens has been removed and the abrasion is resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).